Event description:
Customer reportedly obtained results of hi and 189mg/dl or 194mg/dl on the advantage test system within 10 minutes. The result of 189mg/dl was not found in the device memory, however, customer reports the result could hav been 194mg/dl which was present in device memory. Customer reports taking between 20-30 units of novolog or novolin r, but no adverse event reported. No strip information provided and no quality controls were used. Requested return of suspect device, however, caller states strips are unavailable for return. Advantage test system: meter and strip exp/lot/cat unknown. No information given to indicate where comparison performed.

Manufacturer narrative:
Suspect device: comfort curve test strips.